Event description:
Customer reported the insulin pump alarmed during prime. Customer's blood glucose was 217 mg/dl. The device was not dropped or bumped prior to alarm. Customer reported the drive support disk was sticking out. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test, due to protruded and loose drive support disk. Insulin pump receive racked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, minor scratches on lcd window, broken belt clip slot, missing end cap sticker and cracked battery tube threads.